Event description:
The fe reported that the workstation needed a reboot after being on for approximately three minutes. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable from the power supply ps1 to the a10 connector on the power distribution board in the workstation was evaluated and replaced. The system was tested and found to be working as intended and returned to service.